Event description:
A trilogy evo device was returned to a service center for scheduled maintenance. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed a ventilator inoperative error code e156 (evt_tpy_held_in_bm) in the error log. The display and system printed circuit assembly (pca) will need to be replaced to address the issue. Additionally, the air inlet foam filter, particle filter, and muffler assembly were replaced for scheduled maintenance. The vanity cover assembly was also replaced. The device tests and cleaning were performed to confirm normal operation. The software has been updated from 1.06.10.00 to 1.06.15.00.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h330823701f93 review confirms that the device met the final acceptance criteria and was released for final distribution.